Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16142. It was reported that the patient's right atrial and right ventricular lead exhibited no capture. The patient presented for a revision procedure when it was noted that the leads were dislodged. The physician suspected that the patient has twiddler's syndrome and twiddled with the leads. Both leads were successfully repositioned. It was noted that the patient was not symptomatic to the event and was stable after the procedure. On (B)(6) 2019 the patient presented in the emergency room after experiencing phrenic nerve or stomach stimulation along with palpitations. Upon interrogation, the patient's right atrial and right ventricular leads exhibited loss of capture. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was confirmed again due to twiddler's syndrome. Both leads were deactivated on (B)(6) 2019 as the patient is not pacer dependent. No further intervention was performed due to the patient's twiddler's syndrome history. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's right atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2020. The patient's condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.